Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7112665. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch:7110969. Device technical analysis: db-1216. Serial number (B)(6). The returned vercise genus ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed since there is no allegation against the functionality of the devices. A product labeling review did not reveal any anomalies. Additionally, the instructions for use (IFU) states to make the pocket no deeper than 2 centimeters for a rechargeable ipg as charging could become ineffective at depths shallower than 0.5 or greater than 2 centimeters and no deeper than 2.5 centimeters for a non-rechargeable ipg, including incorrect placement of the ipg in the pocket could require a revision surgery and device related risks related to implant site complications such as pain, poor healing, redness, warmth swelling or wound reopening are documented in the IFU as a known inherent risk of the device. Device technical analysis: nm-3138-55, serial number/s (B)(6). The returned internal lead extensions were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed since there is no allegation against the functionality of the devices. A product labeling review did not reveal any anomalies. Additionally, the instructions for use (IFU) states to make the pocket no deeper than 2 centimeters for a rechargeable ipg as charging could become ineffective at depths shallower than 0.5 or greater than 2 centimeters and no deeper than 2.5 centimeters for a non-rechargeable ipg, including incorrect placement of the ipg in the pocket could require a revision surgery and device related risks related to implant site complications such as pain, poor healing, redness, warmth swelling or wound reopening are documented in the IFU as a known inherent risk of the device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort around the implantable pulse generator (ipg) implant site. It was noted that the ipg had not flipped however was somehow rubbing on his collar bone causing the discomfort per the physicians assessment. The patient underwent a procedure where the ipg and lead extensions were replaced and implanted under the collar bone before completing the procedure. The patient did well post-operatively.

Manufacturer narrative:
Date of event unknown. Approximated couple of months prior the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7112665. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch:7110969.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort around the implantable pulse generator (ipg) implant site. It was noted that the ipg had not flipped however was somehow rubbing on his collar bone causing the discomfort per the physicians assessment. The patient underwent a procedure where the ipg and lead extensions were replaced and implanted under the collar bone before completing the procedure. The patient did well post-operatively.